Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. Visual inspection revealed the ventricular setscrew was out of position and floated beneath the septum, consistent with being over-rotated counterclockwise during the implant procedure, causing it to disengage from the setscrew port. After installing a new setscrew, leads were able to be tightened without any issue. Electrical and mechanical tests performed including leads impedance and outputs verification did not identify any functional issues.

Event description:
During an implant procedure, an increase in pacing impedance was observed on the device. The device was explanted and replaced to resolve event. The patient was stable.